Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that their surveillance would reboot when discharging a patient and they needed further assistance with the alternate workflow. There was no patient incident.